Event description:
Initial to MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction . D4: primary UDI no - additional . G3: date received by manufacturer - additional. H2: additional information/correction . H10: corrected data . H6: type of investigation -correction.

Event description:
It was reported that the readings froze. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.